Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for a device change-out. During the procedure, the lead was fluoro'ed and externalized conductors were observed. There were no electrical anomalies. The lead was capped and a new lead was implanted on (B)(6) 2016. Patient tolerated the procedure well and will be followed normally.